Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient received "unable to provide your desired settings" message. Stimulation felt on their waistline. They stated that their belt was all twisted and so were their wires and they were trying to untwist it because they were afraid their wires will come out. They mentioned it making them a nervous wreck. There were no complications or that no further complications were reported.

Manufacturer narrative:
Device code: (B)(4) does not apply to event anymore. ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Trial patient received "unable to provide your desired settings" message. Stimulation felt on their waistline. They stated that their belt was all twisted and so were their wires and they were trying to untwist it because they were afraid their wires will come out. They mentioned it making them a nervous wreck. There were no complications or that no further complications were reported.